Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when the insulin pump was cold or hot the screen gets blue and when they goes in normal temperature it was fine. The customer¿s blood glucose was unknown at the time of incident. Customer stated anything over 90 degrees and anything below freezing. Customer stated it takes an half hour before the screen comes back to normal. Customer stated they could not see the screen when it was blue. Customer stated it had been going on since december. The insulin pump will not be returned for analysis.